Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps became stuck in the cannula when the trocar was removed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have the main tube broken at the distal end. Pieces measuring from 0.106 - 0.245 were not returned with the instrument. No cables exhibit any signs of physical damage. The proximal clevis remains attached to the main tube due to the cables staying intact. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.083 - 0.357 in length and were not aligned with the tube axis. The failure is typically due to mishandling/misuse.